Manufacturer narrative:
Results: one sample which did not appear to be contaminated was returned for evaluation. A visual inspection observed a luer adapter threaded into a bd single use holder with the luer threaded into a non bd needle free access device. The luer adapter could not be disconnected from the needle free access device. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a physician was using a bd vacutainer® adapter with luer adapter to draw blood from a cannula via a needle free access device (nfad). The physician encountered difficulty when he attempted to remove the bd device from the nfad, the holder came apart from the luer adapter, the grey sheath covering the non-patient needle was exposed, and the physician suffered a contaminated needle stick injury. The physician was started on a course of post exposure prophylaxis (pep) because the source patient was a know IV drug user. The source patient, received post exposure lab work, the test results were negative, and the pep was discontinued.